Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip is bent, causing side to side misalignment of grips. There is a .057 offset at the tip. Bent grip doesn't exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. Electrical continuity passed. It was concluded that the damages to the instrument's grip tip were likely due to mishandling/misuse. Failure analysis investigation also found that the distal end of main tube had various scratch marks with light material removal. The scratches were .023 - .108 and not aligned with the tube axis. It was concluded that the damages to the instrument's main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the main tube damage found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, the customer noted that the maryland bipolar forceps instrument tips did not meet. No missing or fallen pieces were reported.